Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. The DHR documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed from the evaluation. The unit did not meet all specific functional test. Further evaluation showed that the unit showed that the lock was jammed in the locked position and would not unlock. This is consistent with wear and tear or residual build up. The definite root cause cannot be reliably determined. Periodic general maintenance and cleaning is required. The unit is beyond integra's 7 years recommended life cycle (manufactured year of 2011). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the swivel lock knob of the a2114 mayfield infinity xr2 skull clamp jams in the locked position and very difficult to open. Also, the adult rocker slips out even when locked. The clamp slipped with the pin attached to the patient¿s head, causing a scalp laceration. Additional information was received on 03jun2020 with the following information: the patient underwent a posterior cervical fusion with navigation on a (B)(6) female patient on (B)(6) 2020. The patient suffered a 1 to 1.5 inch scalp laceration from the pin dragging across the skin when the head shifted. The laceration required seven (7) skin staples for hemostasis and closure. The surgeon removed the head clamp, chose an alternate location for skull pin placement, reapplied the clamp and locked in a neutral position to eliminate excessive tension on the clamp. Tape was applied around the locking cap. The procedure was successfully completed with no further incident. Patient's status was reported as stable.